Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. On various locations of the outer insulation, there was a white substance and cosmetic depressions. Blood was in/on the sleeve head of the helix mechanism and on the helix mechanism itself. Evaluation summary (B)(4) full lead.

Event description:
It was reported that the right atrial lead was undersensing. It was removed and replaced. No patient complications have been reported as a result of this event.